Manufacturer narrative:
The returned device was evaluated. Visual inspection found that the tip has fractured off consistent with removal of implants. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Since the failure was discovered during inspection, the exact cause can not be determined.

Event description:
It was reported that a removal hook was found damaged during a routine inspection. Therefore, no specific surgical or patient information is available.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a removal hook was found damaged during a routine inspection. Therefore, no specific surgical or patient information is available.